Event description:
There was a report that the pump battery was not charging despite various attempts to use different wall outlets, charging cables, and wall adaptors. There was no reported impact on the customer¿s blood glucose level during this event. Technical support decided to replace the pump, which was confirmed to be within warranty. The customer was instructed to allow the battery to deplete fully before returning the pump and to return it within ten days using the provided prepaid label and return box. The customer did not disclose details regarding backup insulin therapy but confirmed the shipping address for the replacement pump.